Event description:
Initial information was received on 13dec2016 from a consumer via the poison control center. This (B)(6) female consumer, with allergies to prednisone, adhesive tape, and other unspecified medications, used a colgate wisp mini optic white toothbrush and experienced an anaphylactic reaction, mouth swelling, mouth burning, lip swelling, face swelling, throat swelling. The toothbrush also became stuck inside her mouth. The consumer had been using wisp toothbrushes for a long time without any problems, but she was unsure if she had ever used the optic white variant. She used the toothbrush once on the night of (B)(6) 2016 and experienced the events on the same date. When her saliva touched the outer handle of the toothbrush, her mouth started to swell and burn. She "had to get milk because it got stuck inside [her] mouth." When the ambulance arrived, they put some petroleum jelly in her mouth to get the toothbrush out. She went to the emergency room and received intravenous fluids (unknown type, rate, and volume), benadryl (unknown route, dose, and frequency), and epinephrine (unknown route, dose, and frequency). She received a prescription for ranitidine (unknown route, dose and frequency) and was instructed to take benadryl (unknown route, dose, and frequency). Per the reporter, she was told she had an anaphylactic reaction. She left the toothbrush at the emergency room. At the time of this report, the lip swelling was ongoing and the outcomes of the remaining events were unknown. Additional information was received 13dec2016 from the consumer. The consumer reported the colgate wisp mini optic white toothbrush tasted metallic prior to using it. Additionally, she experienced a burning lip, her tongue felt fuzzy, foam coming out of her mouth, tongue swelling, blood pressure of 210/89, and an allergic reaction. On (B)(6) 2016, she put the toothbrush at the bottom of her mouth, it mixed with saliva, and it started to burn. Foam was coming out of her mouth, the wisp was stuck inside her bottom lip, her tongue started swelling, and her throat was closing. She swished milk around in her mouth which did not help. When the emergency medical technician came, the consumer was told she was having an allergic reaction. The consumer discontinued using the toothbrush on (B)(6) 2016. She was instructed to follow up with her doctor. At the time of this report, the lip swelling and tongue swelling were ongoing. The outcomes of the remaining events were unknown. Additional information was received on 16dec2016 from the consumer. She had been using benadryl (unknown route, dose, and frequency) and cleaning her teeth with a q tip as directed by the emergency room. She was also using an oral rinse called chlorhexidine oral rinse (unknown dose and frequency). She had been instructed by an unspecified individual not to use toothpaste. This case is referenced as (B)(4).